Event description:
During an atrial fibrillation procedure, the joint between the sheath tube and sheath hub separated. Upon removal of the sheath from the patient and attempting to pull out the sheath from the right inguinal region, the joint between the sheath tube and sheath hub separated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 10.5f fast-cath introducer sheath was received for evaluation. The sheath hemostasis hub had been detached from the sheath tubing. The proximal end of the sheath tubing had been stretched and fractured consistent with forcible contact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the forcible contact remains unknown.

Event description:
The procedure was completed without replacing the introducer and there were no adverse consequences to the patient.